Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported that a secondary infusion rapidly filled the primary drip chamber and that a check valve failure is presumed. The infusion was paused and a new primary and secondary set were implemented and the infusion was restarted. The customer also reported that the nurse had hung the primary and secondary tubing 15 hours previously, and at that time, both sets were functioning properly. The customer stated that no pt harm or medical intervention was required and that no further pt or event info is available.